Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The catheter was revised and the patient was doing good. No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the catheter became disconnected from the pump. Environmental, external, or patient factors that may have led or contributed to the issue were unknown. It was unknown what diagnostics or troubleshooting occurred. A revision was scheduled for (B)(6) 2019. The issue was not resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.